Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a battery depletion (bd) error on latitude. The patient recently had an ablation procedure. Remote analysis confirmed that the error was a result of prolonged magnet application. Also, the first two markers on the latitude electrogram were missing. There are no adverse effects on therapy. Technical services advised to bring the patient in and do a magnet reset to clear the alert. There were no adverse patient affects. The device remains implanted.